Event description:
It was reported that, "when the implant was opened by the scrub tech there was a dust on the implant and inside the inner package. It appeared that the implant had eroded some of the plastic package where it sits on the "peg."

Manufacturer narrative:
Information provided indicated that the head was implanted, however, package is being returned. A supplemental report will be submitted upon completion of the investigation.